Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, it was noted that the leukoreduction system tube was detached from the broad/channel end of the chamber. Solvent marks on the tubing indicates that the tube had been inserted by approx 3 mm. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: per the evaluation of the returned set, the tubing was not torn which indicates that the tubing peeled away from the wbc chamber port. This indicates that the adhesion strength was insufficient. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. There were no signals in the rdf that could confirm the presence a leak in the disposable tubing set. There were multiple "interface took too long to establish" alarms, which could indicate an obstruction in the collect line or an incorrect hematocrit entry. A microbial check was performed on the blood stem cells and the results showed there was no bacterial contamination. Root cause: the root cause for the leak in the centrifuge is the disconnection of the tubing to the wbc chamber. The reason for the disconnection is insufficient bonding strength between the tube and the wbc chamber port. This was due to the tube not being inserted into the wbc chamber port to the minimum specified depth. The forces seen during the procedure can allow for the tube to separate during the procedure. Corrective action: an internal CAPA has been initiated to evaluate reports of the tubing disconnecting from wbc chamber cap.

Event description:
The patient's gender and weight were obtained from the run data file (rdf).

Event description:
The customer reported that they received multiple 'leak in the centrifuge' alarms during a peripheral blood stem cell (pbsc) collection procedure. After the procedure, they noticed dried plasma 'specks' on the centrifuge plate. Per the customer, no leak was visible during the collection and the leak was detected only after the removal of disposable set. Microbial testing is being performed on the pbscs and are awaiting on test results. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.